Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ml bd¿ pre-filled normal saline syringe was missing the end of the plunger from the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was provided for evaluation by our quality engineer. Based on the location of the plunger damage, it appears that the damage originated from a jam or a miss-pick within the flow wrapper or carton loader equipment. As the sample was received outside of the flow wrap packaging, it cannot be confirmed whether the damage occurred during the flow wrap packaging process or at a later time. A device history record review did not reveal any issues during the production of lot number 802011c that could have contributed to this issue. A review of the risk management documents was performed. As procedures are currently in place for the observed failure, no updates are needed at this time to the controls, ratings, or hazards. The root cause of this issue has been identified equipment failure. A picture of the defective product will be posted near the packaging rooms for employee awareness. Corrective actions are being implemented under CAPA (B)(4).

Event description:
It was reported that the 3 ml bd¿ pre-filled normal saline syringe was missing the end of the plunger from the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: additional information was received indicating that the plunger rod was broken and missing its thumb press prior to use. This would render the device inoperable before use and therefore does not meet our MDR reporting criteria for a reportable malfunction.

Event description:
It was reported that the 3 ml bd¿ pre-filled normal saline syringe was missing the end of the plunger from the syringe. There was no report of exposure, serious injury or medical intervention. Correction: additional information was received indicating that the plunger rod was broken and missing its thumb press prior to use. This would render the device inoperable before use and therefore does not meet our MDR reporting criteria for a reportable malfunction.